Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure as defective sample syringe. The fse replaced the sample syringe to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported having questionable patient results for multiple analytes which includes glucose (glu), c- reactive protein normal (crpn), iron (fe), lactate dehydrogenase (ldh), creatine kinase (ck), and haptoglobin (hapt) on their au5800 chemistry analyzer. The customer repeated patient samples on another analyzer and results were corrected. The customer did not provide patient data, or demographics and the exact number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.